Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has "iabp malfunction". And blood is visible on catheter input port on the pim. End user says that the patient went to the bathroom and while sitting noticed a sharp pain in his lower back. He called the nurse and when they arrived, they noticed ¿lots of blood¿ in the helium tubing of the balloon catheter. The patient says that the pain subsided within moments. The iab catheter was then removed. End user says that the patient is fine, without pain at this time.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6- medical device problem code, type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit he states multiple iab catheter restriction & autofill failure alarmed recorded in the logs. Blood contamination found to pim & safety disk. Pim assembly was replaced. 30psi transducers recalibrated. Iabp passed all calibrations, function tests & electrical safety checks. The defective parts will not be returned. Device cleared for use and returned to the customer.